Event description:
It was reported that during a da vinci si surgical procedure when loading the clips onto the small clip applier instrument, the prong broke. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One of the clip appliers was broken. The damage was likely due to applying force normal to the grip while trying to install a clip. The other clip applier grip had a slight bend at the midpoint and was no longer straight. Failure analysis concluded the damage was likely due to mishandling / user error. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.